Manufacturer narrative:
The quality documents accompanying the manufacturing process for this device were reinvestigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 and (B)(6) 2024 recorded an initial stable pacing impedance of 550 ohms with an abrupt increase to 1,520 ohms at the end of the recording period. The analysis of the provided iegm episodes revealed ventricular signals on the ra channel, which led to af detection due to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause.

Event description:
It was reported that atrial far-field oversensing resulted in an inappropriate atrial tachy response episode. The patient reportedly died the next day.